Event description:
The customer reported being treated by the paramedics due to a low blood glucose reading of 25 mg/dl. The customer felt that the event was caused by a faulty glucose meter. Advised the customer to contact the glucose meter manufacturer for a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.